Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer wife reported via phone call vibrate anomaly on their insulin pump. Customer's blood glucose level was 196 mg/dl. Customer advised the device does not vibrate. Customer advised that the vibrate mode is on. Troubleshooting for the vibrate anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no vibration during testing due to a broken vibrator motor wire. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.